Event description:
The surgeon reported performing cataract surgery with implantation of the istent. During surgery, the stent was implanted too low, causing a cyclodialysis cleft. The stent was left in place and postoperatively, the pt presented with hypotony (6 mmhg) in the operative eye. At this time, the pt has been treated with cycloplegic eye drops and is under observation. Add'l info has been requested.

Manufacturer narrative:
The stent remains implanted in the pt and is not available for eval. Add'l info has been requested from the surgeon, but no device identifiers have been provided at this time. Stent malposition and hypotony are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).